Manufacturer narrative:
Concomitant medical products: 559453 lead, implanted: (B)(6) 2004.

Event description:
It was reported that there were short runs of t-wave oversensing (twos) noted on stored electrograms. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.